Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic total gastrectomy, while inserting the anvil into the patient's esophagus the surgeon felt resistance twice. When the tube tip on the anvil side arrived at the esophagus edge, it was reported "that the anvil disengaged". The anvil was removed from the patient using the bailout suture through the mouth. The hospital did not have an additional anvil available to complete the surgery. The esophagus edge was resected and the esophagojejunostomy was performed by "overlap". The surgical time was extended by more than 30 minutes. There was unanticipated tissue loss. There was no tissue damage. The incision site was not extended. The anvil was retrieved. No bleeding occurred. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. No reinforcement material was used. Patient status: stable.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of device. The device anvil was observed to be tilted and separated from the tubing. Inspection of the device anvil cutting ring showed no traces of knife impression and the ring was received intact. The device was subjected to a measured device anvil retention test with an acceptable result. Replication of the reported conditions may occur if the instrument is subjected to excessive tension. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.